Manufacturer narrative:
Corrected information: further review of the file on (B)(6) 2023 revealed that the initial information received did only report the haptic as unfolded which was further characterized as damaged. This was further confirmed by the investigation results where no issues were found with the returned sample. Therefore, we no longer consider the reported event to constitute a reportable malfunction. No further information will be provided under MFR report number 3012236936 - 2022 - 02859. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the start of the procedure the haptic was already outside and defective. There was no patient contact. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: if implanted, give date: not applicable, lens was not implanted. Explant date: if explanted, give date: not applicable, lens was not implanted, therefore not explanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.